Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nhr-ICU-3a main drawer 6 was difficult to pull and might require rail replacement. Additionally, the remote manager was difficult to open or close, causing it to fail. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was difficult to pull and likely required rail replacement. A field service engineer (fse) installed a bumper slide to resolve the drawer issue. It was also identified that the refrigerator door hinge was a non becton dickinson component and caused the door malfunction. The system functioned as intended after field service engineer repaired the device.